Manufacturer narrative:
Corrected data: date of event: in initial report, it was stated the date of event was unknown, (B)(4). A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). Device manufacture date: this information was requested but has not yet been received. The field service specialist (fss) visited customer site to inspect the unit. Fss performed the field service checklist on the unit. The system passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported low vacuum, that during the surgery the surgeon had the feeling of a bad aspiration with the whitestar signature system. It was reported that there was no error registered and that there was no specification out of tolerance issue. The phaco procedure was completed on the one patient involved and the outcome was normal. There was no patient injury and/or patient treatment delays reported.

Manufacturer narrative:
Corrected data: on the initial report, it was stated that ''device manufacture date: this information was requested but has not yet been received''. This sentence was entered incorrectly as the device manufacture date information was received and was correctly populated. All pertinent information available to abbott medical optics has been submitted.